Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, increased capture threshold was observed on the left ventricular (lv) lead resulting in a loss of capture. The physician suspects lv lead dislodgement. The physician elected to take no further action. The patient as in stable condition.

Event description:
Additional information received indicated the issue was resolved by explanting the left ventricular (lv) lead and reprogramming the device. A new lv lead was not implanted due to the absence of vessels. The patient was in stable condition.